Event description:
It was reported to boston scientific corporation that a resolution clip device was used for closure of a defect during an endoscopy procedure performed on an unknown date. The anatomy location is unknown. During the procedure it was noticed in packaging, the clip prematurely deployed from the catheter, making it difficult to advance out of the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to (B)(6) 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown anatomy location. Block h11: the returned resolution clip device was analyzed, and during visual inspection it was found that the device was returned without the clip assembly with evidence of full deployment. Functional inspection was performed, and it was observed that the device was able to advance through the tortuous path without any resistance. No other problems with the device were noted from the photo. The reported event of clip premature deployment was not confirmed. The investigation results summary did not detect any problems related to the reported issue, as the device was returned without the clip assembly with evidence of full deployment. After the functional inspection, the device was able to advance through the tortuous path without any resistance. Therefore, the most probable root cause for this complaint is no problem detected. Block h11: correction: block e1 (initial reporter email).

Manufacturer narrative:
Block b3: approximated to november 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for closure of a defect during an endoscopy procedure performed on an unknown date. The anatomy location is unknown. During the procedure it was noticed in packaging, the clip prematurely deployed from the catheter, making it difficult to advance out of the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.